Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the device returned for evaluation was found kinked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3cg tls stylet. Usage residues were observed throughout the sample. Multiple kinks were observed throughout the polyimide region of the stylet, occurring between several of the magnets. Microscopic inspection of the sample confirmed that kinking occurred between the magnets within the polyimide region. Material deformation and discoloration were observed at the kink sites. The polyimide tubing wall thickness was measured at multiple points using a digital microscope. The measurements were found to be within manufacturing specifications. Manipulation of the stylet appeared to contribute to the observed device deformation; however, an additional unidentified factor(s) may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "only one sample was returned and it was found to be kinked"